Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, user informed the technical support engineer (tse) that the bipolar coagulation function on the erbe continued to show errors. Prior to calling, the user had replaced the instrument and blue fiber cable, switched between top and bottom bipolar ports, and power cycled the erbe, but the issue persisted. The tse reviewed the system error logs and confirmed the occurrence of error c-42. The user was not able to locate a force triad generator and was calling another facility to check for a spare one. The tse informed the user about the activation cable required to integrate the force triad generator. The procedure was completing as planned with no reported injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter informed that they replaced the erbe with an e-100 generator and used a vessel sealer to continue with the procedure. Following this, the user completed the procedure robotically as planned without further issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed, and the problem was able to be confirmed using remote fe to see there was multiple instances 25913 and on 1-2-25 erbe error c-33. Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using system and on startup unit displayed c-33.